Event description:
It was reported that thrombosis occurred. A left atrial appendage closure (laac) procedure was performed, and a 35mm watchman flx closure device was implanted on (B)(6) 2024. The patient had a six (6) week follow-up transesophageal echocardiography (toe) and it was noted that there was a very small thrombus on the top of the closure device near the center pin. The thrombus was describe to be located in the valley between the center pin and the top shoulder of the closure device. The patient was on a medication regime of aspirin only at the time of the follow up toe. The patient was placed on direct oral anticoagulants (doac).

Manufacturer narrative:
B3 date of event: estimated as 01/30/2025 as event was reported to have occurred at the six week follow up from implant.